Event description:
During a routine angioplasty, dr decided to implant a coated cordis stent. The stent was misplaced, blocking a second artery; during an attempt at moving the stent, the first artery was dissected. At this point the pt went into a severe allergic reaction with little measureable blood pressure, hives and total body swelling. After they were stablized from the reaction, they required double bypass surgery. All the drs claimed they must have been allergic to the dyes used and didn't admit any knowledge of trouble with the stent even though FDA warnings had already been published.